Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medication was not routing to health site viewer hsv and not printing on pick and deliver list when critically low or stocked out. A technical support specialist tss confirmed that the station was communicating properly with current download upload and heartbeat timestamps on the server. After reviewing the facility formulary and device settings the tss verified that the medication had critical low and stockout bulletin settings enabled and that the correct destinations were assigned but found in manage inventory that the medication did not have minimum and maximum values configured. The tss informed the customer of the findings and advised setting appropriate minimum maximum values to trigger stockout notifications. Once the customer updated the values the tss rechecked station and confirmed the minimum maximum were applied and the current stock was zero then verified in hsv that the medication correctly appeared in the stockout notice list. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication was not routing to health site viewer and was not printing on the pick and deliver list when it was critically low or stocked out. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.